Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Subsequently, it was reported that a cartridge alarm 01 occurred during bolus deliveries. A supply change was performed to address the issues. There was no adverse impact to customer¿s blood glucose level.